Event description:
It was reported that the device powers on and off by itself. Customer reported that the event is an "out of box failure that I need to return for repair. It charges, but regardless if it is in or out of the docking station, it power cycles down at 60-120 seconds. There are no error codes, no warning just shuts down after about 45-60 seconds.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.